Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was alarming no delivery and they experienced high blood glucose over 600 mg/dl. Troubleshooting was performed. The customer stated that insulin did not exit and there was greater than normal resistance when pushing the plunger. The customer disconnected and reconnected the set and reservoir and was able to prime, but stated there was still resistance. It was advised the alarm was caused by an infusion set/ reservoir connection. The customer stated the previous no delivery alarm was resolved by a complete set change. Most recent blood glucose level was 530 mg/dl, which they treated with manual injection. Troubleshooting for high blood glucose was declined. The reservoir and infusion set will be returned for analysis.

Manufacturer narrative:
Evaluated 1 opened/used reservoir. Inspected reservoir, snap-cap, and septum for anomalies. None were found. Ran occlusion test as follows: reservoir filled, and connected to a new infusion set. Installed reservoir and connector into a insulin pump. Performed pump manual prime. Visual fluid flow through infusion set and out catheter tip. Conclusion: reservoir not occluded. (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.